Event description:
The patient contacted lfs alleging that her one touch ultra meter was prompting the error 2 message. The patient neither alleged harm nor experienced injury or medical intervention. The patient reported contacting a medical professional for advice; however, no further treatment was sought. The customer service representative was able to determine that the error 2 message was due to insufficient blood application. The meter started prompting the error 4 message during troublehshooting. The csr walked the patient through a retest and the meter would only prompt the error 4 message. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.